Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in opening of the suture and exposure of internal device. The device was explanted (date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. Re-implantation is planned, however has yet to occur as of the date of this report, (B)(6) 2015.